Event description:
It was reported that the patient was experiencing inadequate stimulation coverage due to high impedances. The patient underwent a revision procedure wherein the leads were moved and impedances were cleared. When the physician plugged the leads back to the ipg and tested impedance, they still see high impedances. The physician replaced the ipg. The patient was doing well postoperatively. The explanted ipg was returned.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed and was found that the allegation of high impedance causing inadequate stimulation was confirmed. X-ray inspection of the flex found cracked traces. X-ray inspection found evidence that the cracked copper traces in the flex circuit all occur in a single plane. This fracture plane appears to coincide with the outer edge of the header fr4 pcb (printed circuit board). The crack traces on the flex resulted in the reported complaint of high impedances.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076613/7076668.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage. High impedances were noted on patients leads and ipg. The patient underwent a revision procedure wherein one of the leads was moved and the ipg was replaced. The patient was doing well post operatively. The explanted ipg will be returned.